Event description:
It was reported to philips that the device fails operational testing. There was no patient involvement.

Manufacturer narrative:
The authorized service provider (asp) confirmed the operational check failure. This was found to need a ac power module and a power pca. Upon conclusion of the evaluation, it was determined that the ac power module and power pca require replacement. Both of these assemblies were placed to fix the issue. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device meets the specification for the performed service and is returned to use.